Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and there was suction loss during flap creation (during laser firing) prior to side cut on the left flap. The ring was swapped and the cone reused. Flap was reattempted with the pocket off. It was noticed that flap was damaged and irregular when doctor attempted to lift. Flap was not lifted and treatment was aborted. Topical steroid dosage was increased. Patient will return to center for photorefractive keratectomy procedure at a later date. Patient comments: light sensitive and blurred vision. Bcva from (B)(6) 2015: right eye pre-op 20/20 2.00 x -.50 x 90, left eye pre-op 20/20 2.00 x .00 x 90.